Event description:
The device was returned for valve 6 failure. Upon return, when a cassette is inserted and during the pneumatic self check period, the pump alarmed. Log files indicate valve 6 failure. Device was reverted to manufacturing mode and failed pneumatic hardware testing.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: pump error comes up after initialization. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 6). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.